Manufacturer narrative:
The report that the ipg was revised due to ¿eol¿ was confirmed. Analysis and longevity calculation of the returned ipg confirmed that the device declared eri, eol and had normal battery depletion.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.